Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise in both alternate and secondary vectors. Device data was sent to rhythmcare for review. Data review determined the noise observed is consistent with electrode fracture. Rhythmcare then provided further troubleshooting steps including performing an x-ray to evaluate electrode to header connection. During the system revision, the electrode was attempted to be connected, however noise was still present. This electrode was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise in both alternate and secondary vectors. Device data was sent to rhythmcare for review. Data review determined the noise observed is consistent with electrode fracture. Rhythmcare then provided further troubleshooting steps including performing an x-ray to evaluate electrode to header connection. During the system revision, the electrode was attempted to be connected, however noise was still present. This electrode was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 93 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.